Manufacturer narrative:
The manufacturer has completed the investigation for a patient who expired while using a ventilator. The reporter of the event stated the caregiver did not hear the device's alarm when a patient circuit disconnect occurred. The device settings were as follows: device trilogy 100, serial number (B)(4), version 13.2.04. Hardware configuration, circuit type passive, primary settings , mode avaps-ae, avaps rate 1, cmh2o/min. Tidal volume 400 ml. Maximum pressure 28 cmh2o. Pressure support max 22 cmh2o. Pressure support min 4 cmh2o. Epap max pressure 14 cmh2o. Epap min pressure 4 cmh2o. Breath rate auto bpm, trigger type auto trak (sensitive). Rise time 3. Ramp length off. Alarms. Circuit disconnect off. Apnea off. Low vte off. High vte off. Low minute ventilation off. High minute ventilation off. Low respiratory rate off. High respiratory rate off. Low spo2 85 %. Secondary settings: mode pc; breath rate 0 bpm. Inspiratory time 1 seconds. Rise time 3. Ipap 15 cmh2o. Epap 0 cmh2o. Mpv on. Alarms apnea off. Low spo2 85 %. Circuit disconnect (mpv) alarm off. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's alarm volume was tested and was found to be within the specified decibel level. The ventilator's downloaded event logs and patient data logs were evaluated. The event logs indicate the device was powered on at 05:06:28 utc on (B)(6) 2015. On (B)(6) 2015 at 15:18:30 utc, the device began alarming for low inspiratory pressure. The device continued to alarm for low inspiratory pressure for approximately four hours until the alarm was acknowledged at 19:18:19 utc on (B)(6) 2015. The device was powered off at 19:25:52 utc on (B)(6) 2015 and was not powered on again until (B)(6) 2015. The patient data, which includes waveform data, is consistent with a patient circuit disconnect occurring at 15:18:30 utc on (B)(6) 2015 and continuing until 19:18:19 utc on (B)(6) 2015. The manufacturer concludes the device operates and alarms as designed and the reported adverse event was due to user error.

Event description:
The manufacturer received information alleging a patient expired when she became disconnected from a ventilator. The reporter of the event states the caregiver did not hear the device's alarm when the disconnect occurred. The device has yet to be returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.